Manufacturer narrative:
We have verified that the reported lot number is part of the (B)(6) tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal six tampons unraveled and did not remain in one piece. She experienced abdominal pain and saw her doctor twice and was diagnosed with a yeast infection both times. She was prescribed antibiotics. Her doctor also performed an ultrasound to rule out kidney stones. The infection resolved but she is still experiencing some abdominal tenderness.